Event description:
Regulatory agency reported a rupture. This relates to the right side. Device status unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported, right rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/21/2016 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on the posterior side assessed, as surgical impact opening (shell thickness was within specification). Additional observations: black mold like appearance observed, on the surface of the shell. Stress marks observed. No further actions are required, as the device was implanted.